Event description:
It was reported, the surgeon was doing a zimmer total knee and the construct started falling apart. The surgeon then chose to use stryker trauma screws because the hosp was newly converted and was all he had available. He drilled into the trabecular metal cone and as he tried to insert the 4.0 cancellous screws, the 2 heads and 2 threads sheared off of them. The threads of one of the screws remained in the pt. The sales rep stated to the surgeon that this was off label use.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.